Event description:
It was reported that this implantable lead was an attempted implant due to high pacing impedance values greater than 2000 ohms due to a fracture in the lead. Another lead was successfully placed in the right atrium (ra). No adverse patient effects were reported outside of the prolonged surgery. Currently, this product has not been received for analysis.